Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Upon visual inspection, the unit was found to have physical damage to the rear housing. A dent was observed on the rear right side of the cover/housing. Additionally, a deep scratch was present along the left bottom edge, which penetrated through the surface coating and exposed the underlying metal. Functional testing was subsequently performed using the system. The unit powered normally and successfully detected and cauterized across all ports and instruments without issue. No additional findings were identified that correlated with the reported problem. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the erbe unit was delivering low energy. Troubleshooting began with the site changing instruments and cords and restarting the unit several times, but these actions did not resolve the issue. The site was able to continue the case but requested that the system be examined further. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.